Event description:
Eri was confirmed via remote monitoring. Battery remained at 60 percent on the previous day. Device currently remains implanted. Should additional information be received, this file will be updated.